Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed on (B)(4) 2014. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is unknown. The power tool evaluation was completed on (B)(4) 2014. The deficiency; ¿stops running during the assessment¿ was observed during routine service and repair of the small battery drive (00392). This is most likely due to electrical component failure due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative/ correction: power tool evaluation was completed for this device on (B)(4) 2014. The deficiency; ¿stops running during the assessment¿ was observed during routine service and repair of the small battery drive ((B)(4)). This is most likely due to electrical component failure due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reporter stated the 532.010 (small battery drive) motor stopped running during test. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Device is an instrument and is not implanted/explanted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.